Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the promus stent delivery system (sds) noted blood visible in the guide wire lumen consistent with the sds advanced over a guide wire. The stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Follow-up information received noted that the stent dislodged after the procedure. There were two kinks in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous which may have contributed to the reported difficulties. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. Failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. It is likely an interaction with the patient anatomy contributed to the failure to advance and stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for stent damage for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during a stenting procedure in the circumflex artery, multiple devices attempted to cross the heavily calcified lesion but were unsuccessful. The promus 2.75 x 15 was one of the devices that did not cross. It was noted that the stent struts were flared and that the stent was dislodged. Occurring outside the patient anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect or sequela. There was no additional information provided.